Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80-85% stenosed target lesion was located in the mid third of the ectatic right coronary artery (rca). A 4.00mm x 20mm promus element plus stent was selected but the device could not be advanced to the lesion due to a calcified plaque in the proximal rca. The device was pulled back and it was noted that the proximal part of the stent was deformed. The device was completely removed from the patient and it was found out that the stent strut was "broken". The lesion was then predilated using a 2.5mm x 15mm non bsc balloon catheter. The procedure was completed using a 4.0mm x 28mm non bsc stent. The vessel was noted to be well revascularized with timi-iii flow. No patient complications were reported and the patient¿s status is fine.